Event description:
It was reported that when the devices were used during an colostomy takedown procedure, the device made an incomplete staple line with a few malformed staples. The staple line was excised and the anastomosis was then hand sewn to complete the case. There were no other consequences to pt.